Event description:
The end user reported that the power wheel chair veers unintentionally while being driven. In addition the joystick on the power wheelchair surged forward causing the end user to run into a wall bruising his knees and shins.